Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
Pre-op diagnosis: l5 infection it was reported that patient underwent open pedicle screw fixation technique procedure at l3-4 and s2ai in which set screws and rods were implanted. Post-op, the set screws dislodge from the screw head due to which the rods were sticking out from the implant(screws) and patient had pain on the operative site . The patient underwent a revision surgery on (B)(6) 2017 in which the set screws were revised. Patient is well post revision surgery.

Manufacturer narrative:
Additional information: x-ray review. X-ray review: post-op films for multilevel spinal instrumentation l3-s1 demonstrate dislodged set screws in both sacral screws. The l5 level was not instrumented presumably due to osteomyelitis. Possibly contributing factors include instability at the spanned segment, pre-stressed or undersized hardware and failure to adequately tighten the set screws.